Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0527211v, implanted: (B)(6) 2005, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) stopped working about 5-6 days prior to report. It was stated the patient was unsure of when it stopped working and that she had experienced more pain. It was reported the patient tried to tweek the pain in neck, arms, and hands like she normally could by moving her head, but at the time of report that did not work. It was further reported the patient could normally move her head so that she could feel stimulation down her leg but was unsuccessful at the time of report. It was stated that no matter which buttons the patient pushed on her programmer, the only light she saw was the green 9 volt battery light. It was noted the patient checked the batteries and her patient programmer¿s batteries were fine. It was stated it was believed the ins battery was dead. The patient was redirected to her healthcare provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.